Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify no delivery, low reservoir alarms due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring.

Event description:
Customer reported via phone call that the insulin pump was damaged. Customer's blood glucose level was 346 mg/dl. Customer other relevant blood glucose level was 136 mg/dl. Customer also stated that there was crack in reservoir area. Customer treated with manual injection. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.